Event description:
No additional event information is available.

Manufacturer narrative:
The following sections were updated b4 b5 g3 g6 h2 h3 h4 h6 h11. Visual examination of the provided pictures identified that the photos provided are fragments of the dynablator tip. Based on the damage observed in the photos, excessive force resulted in the tip breakage. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a user error. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplemental/final report will be submitted. G2: foreign: japan. E1: telephone: (B)(6).

Event description:
It was reported that during surgery fractured pieces of the tip of the dynablator (ceramic part) remained temporally in the patient's body. The surgery of arcr was performed with the dynablator. It was noticed that 2 foreign substances had remained in the patient's body by x-ray after the surgery, but the surgeon didn't remove them at that time. On (B)(6) 2025, surgery was performed to remove the 2 foreign substances from the patient's body. All of the pieces were removed. No additional information was noted as a result diligence is complete.